Manufacturer narrative:
To date, the subject device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device drill piece had a crack. The customer provided the procedure was unknown and no additional details were provided. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during preparation for an unspecified procedure, the subject device drill piece had a crack. No additional details were provided. There were no reports of patient harm.